Manufacturer narrative:
This report is submitted on december 13, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to poor performance with device. The patient was re-implanted with another cochlear device on (B)(6) 2022.